Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 had an "apply sample" issue. The patient indicated that she had been experience the alleged meter issue for 6 months. As a result of the alleged meter issue, the patient skipped her glucophage medication. It is not clear if the patient skipped one or multiple doses of glucophage. As a result of the alleged meter issue, the patient claimed that she was hospitalized. The previous month, the patient claimed that she was treated in the hospital with IV glucose. Her blood glucose was tested on an ER/hospital meter, but the result obtained was not provided. The patient denied developing any symptoms because of the alleged meter issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if the patient was able to test her blood glucose with the reported meter prior to being hospitalized, what date/time the patient was last able to test on the meter, and what actions the patient took before going to the hospital. In addition, it would have been helpful to know what her hospital diagnosis was, and how long she was hospitalized for. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized and received IV glucose treatment as a result of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.